Event description:
Recurring events involving bravo capsules not deploying, or recorder not pairing. 5 events - available device information added to device tab. 1. Bravo capsule was deployed in the esophagus, but after deployment the recorder would not pair with the capsule. 3 other recorders were also used in an attempt to pair and all failed. After speaking with medtronic tech support, they advised to remove the capsule and redeploy a new capsule. Scope was reintubated and capsule removed, new capsule deployed and paired without problem. 2. During patient was having egd [esophagogastroduodenoscopy] with bravo placement. After the process for deployment of bravo, noted that bravo was still on the catheter and not deployed correctly. Dr instructed to drop the bravo in stomach, then the bravo capsule was lost and had to look for the bravo capsule. Patient's o2 [oxygen] saturation dropped, the bravo capsule was found in patient's stomach. Then we placed different bravo capsule after. Bravo capsule didn't deploy correctly after the process of company's protocol (bravo medtronic rep was instructing/supporting during this event). 3. Bravo deployed with incorrect time and date. Data on bravo time stamped with 10 hours difference. 4. Bravo capsule lot 64065f [redacted] would not connect to bravo recorder. Recorder was turned off and back on. Capsule was still not able to connect. Second capsule was opened and connected. Capsule [redacted] was reported to medtronic to be sent back for credit and review. 5. Bravo ph device failed to deploy into the patient. After manipulating the device and handle the bravo eventually did deploy.